Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 82 year-old male underwent cardiac catheterization that demonstrated multivessel coronary artery disease with an ejection fraction of approximately 20-25%. The treating physician elected to place an impella cp device prior to coronary artery bypass graft surgery. The patient subsequently underwent successful two-vessel coronary artery bypass graft surgery. The patient experienced cardiac arrest the next evening following extubation. At the time, hemoglobin was measured at 5.8 grams per deciliter. Return of spontaneous circulation was achieved. Vasopressor therapy was successfully weaned the following morning. Blood was identified around the lung, and an additional chest tube was placed. All vasopressors were discontinued, and anticoagulation therapy remained withheld. The impella cp device was subsequently weaned and successfully explanted. Complications were more likely due to underlying heart failure due to coronary disease but cardiac arrest will conservatively be coded to the impella cp. Due to cardiac surgery, systemic anticoagulation usually required for the impella cp was withheld and cannot have aggravated the surgically caused bleeding, therefore bleeding will not be coded to the impella device. No device malfunction was reported, and device-related management decisions were based on the clinical condition of the patient.

Manufacturer narrative:
Corrected information has been provided in h6.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae(cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.